Event description:
Potential for injury associated with the legs being bent on a model 91-2 shower chair. This event could lead to product instability and possibly cause a reduction in the designed weight-bearing capacity of the chair.